Event description:
Customer reported patient had a PICC line inserted in the hospital on (B)(6) 2015 for antibiotic therapy. Customer reported a tegaderm film dressing covered the site. Customer reported the patient returned to the (B)(6) and on (B)(6) 2015, the patient complained of itching under the tegaderm dressing. Benadryl and hydrocortisone cream were prescribed prn (as needed) for treatment. Customer reported on (B)(6) 2015 the patient was still complaining of itching and had irritation (redness, rash) and some hives around the edges of the dressing. Md increased benadryl and hydrocortisone cream to 4 times /day. Customer reported the rash spread on (B)(6) 2015 to patient's ribs, axilla and scapula. Customer reported md prescribed atarax 10mg tid (3 times/day) for treatment, tegaderm dressing was discontinued, and gauze and tape were applied to PICC catheter site. Reported the reaction started to resolve the following day and was completely resolved by 9/12/2015.